Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suture cut needle driver instrument had a broken wire. The procedure was completed with no reported injury. On 12/10/2024 following additional information was obtained from site's clinical sales representative (csr) : the instrument was inspected prior to use with no damage to be noted. Surgeon was performing anastomosis procedure when broken cable was identified. The reported instrument did not collide with other instrument or tool during procedure. Issues were not related to : opening/closing of the grips ; left/right (yaw) motion of grips and up/down (pitch) motion of the wrist. No cables were protruding from the distal end of instrument. No fragments fell into patient's anatomy. Instrument was available for isi evaluation. No images/videos were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the large suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.